Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 for dislocation, approximately 1 months after the first surgery. The surgeon explanted ø 135/145 36+9 humeral cup and implanted 36+6 stability cup and adaptateur reversed.